Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet with a dexcom g7 experienced hyperglycemia, confirmed by a fingerstick of 538 mg/dl, after connecting a new sensor and eating; there were no infusion set leaks, no pump alarms, and insulin delivery was not stopped. Symptoms included high blood glucose. Outcomes included user education and troubleshooting without clinical escalation. Investigation included telephone-based troubleshooting and user coaching on meal announcements and sensor warm-up timing. Investigation of this case revealed no device malfunction, no infusion set issues, and no interruption of insulin delivery, with hyperglycemia occurring in the context of a recent sensor start and meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.